Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported MRI compatibility guidelines were requested. The patient initially called in, requesting MRI information and whether she can have an MRI. The patient reported she had the ins removed one year after implant because it never really helped her during implant. The patient reported they could not get one lead out so the lead is still implanted. They were unable to pull the lead out due to it being connected to her nerves. The ins and one lead were removed in 2017, approximately one year after implant. No further complications were reported/anticipated.